Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The customer will be provided with replacement 12 lead and defibrillation cables as a proactive measure. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device leads displayed, "on and then off". This was for patient leads and paddles lead. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.